Event description:
Removed site 29 implant due to not in correct place for placement of patient doing a fixed prosthesis.

Manufacturer narrative:
Zimvie complaint (B)(4). A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. E1: initial reporter¿s title is not provided / unknown.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie received one implant for evaluation. Visual evaluation no damage that would cause or contribute to the event. Markings due to the removal process. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was clinician does not follow recommended protocol for implant placement and final seating (e.g. Does not tap in dense bone). Therefore, based on the available information, a device malfunction did not occur. The implant had no damage that would cause or contribute to the event. Markings due to the removal process. The reported event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.